Manufacturer narrative:
Blocks b5, b7, d4: lot number, expiration date and UDI, and h4: manufacture date have been updated based on the additional information received on september 8, 2022. Correction to blocks a1 and e1 (below). Block a1: meshc-20211001-daaa6982. Block b3 date of event: date of event was approximated to august 13, 2015, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeons are: (B)(6). Block h6: patient codes e2330, e1405, e2401 and e0206 capture the reportable events of pain, painful intercourse, "damage" and psychiatric injury. Impact code f2303 captures the reportable event of medication. Impact code f12 has been used in the light of the patient seeking legal recourse for complications related to the device.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; other pain: pendel nerve, bowel, bladder; painful intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: endone, endep, panadol, nurofen, morphine patches for the treatment of: pain. On (B)(6) 2016 the patient commenced incontinence medication: lyrica for the treatment of: incontinence. The patient was treated with psychological medication: dizapan. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain. The patient was treated with topical treatment (including oestrogen cream): magnesium gel (topical) for the treatment of: pain in pelvis, groin and lower back. On (B)(6) 2016 the patient commenced other (please specify) for the treatment of: incontinence. The patient was treated with pain medication: cannabis oil x 2. The patient was treated with other (please specify) for the treatment of: pain, muscle spasms. The patient was treated with other (please specify). The patient was treated with other (please specify). Additional information received on september 8, 2022: on (B)(6) 2015, the patient was implanted with an upsylon y-mesh kit during a laparoscopic sacrocolpopexy procedure. Operative diagnosis noted at that time included vault prolapse.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; other pain: pendel nerve, bowel, bladder; painful intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: endone, endep, panadol, nurofen, morphine patches for the treatment of: pain. On (B)(6) 2016 the patient commenced incontinence medication: lyrica for the treatment of: incontinence. The patient was treated with psychological medication: dizapan. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: pain. The patient was treated with topical treatment (including oestrogen cream): magnesium gel (topical) for the treatment of: pain in pelvis, groin and lower back. On (B)(6) 2016 the patient commenced other (please specify) for the treatment of: incontinence. The patient was treated with pain medication: cannabis oil x 2. The patient was treated with other (please specify) for the treatment of: pain, muscle spasms. The patient was treated with other (please specify). The patient was treated with other (please specify).

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.